Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1488 competitor implantable pacing lead - (B)(6) 2003; 4194 implantable pacing lead - (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient complained of feeling a 'strange pressure in the chest.' Follow up was attempted for additional in formation, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.